Manufacturer narrative:
The reported event of inappropriate shock could not be confirmed in the lab. Additional finding in the lab revealed an intermittent impedance measurement anomaly. The cause of this anomaly is an intermittent hybrid ic anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the device did not issue any alerts, the patient received an inappropriate shock. The patient was asymptomatic. The device was explanted and replaced.